Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported an over correction with post operative spherical equivalent was more than one diopter and dry eye in the left eye of a patient, after photo refractive keratectomy surgery. There are multiple related reports for this event. This report addresses the unknown patient left eye and other manufacturer reports will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified prior to and after the surgery date. Latest preventive maintenance confirmed the system met specifications as per service installation record. Logfile review for the day of treatment shows all system functions were within specifications for the respective treatment. The system successfully passed all initialization steps. The logfile shows sixteen successfully performed treatments. The logfile shows that all performed treatments on the event date were performed successfully (no aborted treatments on the event date). Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. In this case, the complainant reported a case, where the patient underwent refractive photo keratectomy for a bilateral hyperopia which resulted in an over-correction of around one and half diopter in both eyes, which had not regressed after over two months. Post- operative topographies have been requested. According to company representative no new topographies can be provided. A deeper investigation cannot be performed due to missing information pre- and post-operative topographies cannot be analyzed. Root cause could not be identified conclusively based on the provided information. Should additional information occur in the future, this complaint will be reopened. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received as according to the surgeon the patient would still be overcorrected.